Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06790. It was reported the patient experienced ineffective therapy. X-ray confirmed one of the leads were fractured. Therapy could not be delivered with the second lead. As a result, surgical intervention occurred wherein the system was explanted and replaced to address the issue.